Event description:
It was reported a left hip revision surgery was performed due to the patient suffering from recurrent right hip dislocations. The patient had a history of multiple dislocations previous to this onset of events.